Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The addtional proglide device reference in b5 is being filed under a separate manufacturer report number.na

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using two proglide device with a 6f sheath after a peripheral intervention procedure. A femoral angiogram was not performed. Reportedly, the "device didn't take"; a cuff miss was suspected. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A femoral angiogram was not performed. It should be noted that the deployment sequence in the electronic perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4). Exemption number e2019001.